Event description:
It was reported that the device reached recommended replacement time (rrt) after two years and did not meet expected longevity. It was noted that there were high left ventricular (lv) thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388 implantable pacing lead (B)(6) 2007; 7001 competitor implantable tachy lead, (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4).